Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the paramedic received an unintended delivery of energy at 30 joules. Complainant indicated that there was no adverse effect to the paramedic.

Manufacturer narrative:
The device was returned to zoll medical corporation and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. During testing no inappropriate shocks were observed. However, the device did fail hi-pot and leakage testing. It could not be firmly established if the failure attributed to the reported malfunction. The lower housing was replaced as a precaution. No trend is associated with reports of this type.